Event description:
It was reported via repair work order that the power inlet was damaged due to a towel being caught and causing it to arc. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Further investigation taking place.